Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while a patient was being disconnected. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the occurrence of ventilation stopping on an astral device and revealed the occurrence of an error related to pressure measurement (system fault 101). Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an incorrectly installed expiratory adapter. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while a patient was being disconnected. The patient was placed on a different device. There was no patient injury reported as a result of this incident.